Event description:
A no flow event was reported with an infusor elastomeric device. This event occurred during a patient infusion of desferal (500 mg) diluted in eppi and normal saline solution. This event was discovered by the healthcare professional when they noticed that the infusor had not infused overnight. There was no patient injury or medical intervention associated with this event. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured january 10, 2014 to january 14, 2014. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation with approximately 12 ml of fluid within its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Flow of fluid was observed when the luer cap was removed from the distal luer. No nonconformances were observed during evaluation. Should additional relevant information become available, a supplemental report will be submitted.